Manufacturer narrative:
The returned rf-generator was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient exhibited a burn near the needle site during the procedure. It was noted that the radiofrequency generator started smoking.

Event description:
It was reported that the patient exhibited a burn near the needle site during the procedure. It was noted that the radiofrequency generator started smoking.